Event description:
Upon removing drapes, a reddened scabbed area was noticed on the left forearm. Examined drape and noticed a burned area on the drape. No instruments were placed on the drape. All equipment, cord and bovie pad were removed and sent for testing to clinical engineering.====================== health professional's impression======================it appears there may be a small pinpoint hole in the insulation of the bipolar or monopolar cables. The cables were draped across the area in question.====================== manufacturer response for electrocautery unit, force fx======================rep advised us to save the pieces and will come out and look at device in the near future.